Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex bivona adult tts tracheostomy tube was in use with a patient when the patient was unable to breathe several times. The physician performed a bronchoscopy and was unable to determine the cause of the event. The event was observed by a home health professional immediately upon use. The device was filled with sterile water and the cuff was tested prior to use. The device was replaced with the previous bivona tracheostomy tube, and the event was considered resolved. No permanent injury was reported.

Manufacturer narrative:
One portex® bivona® adult tts¿ tracheostomy tube was returned for evaluation. Visual inspection did not identify manufacturing defects. A minor scuff mark was found on the posterior side shaft above the proximal cuff band. A dimensional analysis of the device met all specifications. Functional testing involved leak testing of the cuff and showed that the device met all specifications. Based on the evidence, the complaint was unable to be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. A device history review, relevant to the reported lot, did not find any non-conformities during manufacturing and the lot passed inspection prior to shipment.